Manufacturer narrative:
Arjo was notified about an event with involvement of the carevo shower trolley. It was reported that during showering the patient rolled to the left side of the carevo, leaned on the side rail which dropped down and the patient fell down. As a consequence of the event the patient sustained bruises. The device was evaluated by arjo representative on site. There were no issues found with the involved device, the carevo was working properly, as per manufacturer specification. The carevo device must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use. The carevo is equipped with two side supports/panels to secure the patient. The side support has three positions, presented in the instructions for use (IFU): inner, outer and folded down. The instructions for use provides the information regarding safe and correct device usage e.g.: ¿to avoid the patient from falling out of the device make sure that all side supports are in a locked position.¿ the IFU provides the procedure and supporting pictures for patient¿s transfer e.g. From bed to carevo, which also reminds to fold up the side support, when it is completed. In summary, according to the customer allegation, the patient fell out of the device. The technical evaluation did not reveal any malfunction, so the device was according to the manufacturer¿s specification. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the regulatory authorities due to indication of patient fall, which may have resulted in an injury occurrence.

Event description:
Arjo was notified about an event with involvement of the carevo shower trolley. It was reported that during showering the patient rolled to the left side of the carevo, leaned on the side rail which dropped down and the patient fell down. As a consequence of the event the patient sustained bruises.